Event description:
(B)(4): it was reported that the vertier surgical table had a malfunctioning override panel. There was no reported pt involvement and no adverse consequence reported.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. The actual device was evaluated by a third party service organization. The customer initially reported that the surgical table was not responding when trying to control the table via the hand control. The customer believed the issue to be with the motion process controller (mpc), however, when a new mpc was installed, the issue was not resolved. The tech did software diagnostic testing and it was observed that there was an override panel error. The customer is in the process of ordering and replacing the override panel. The cause of the malfunctioning override panel is unk. If this malfunction of the override panel occurred during surgery and neither the hand control nor the override panel was functioning, there could be a delay in the surgery and there may be a potential for pt injury as a consequence of this delay or from moving the pt. There was no reported pt involvement and no adverse consequence reported.